Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 03/15/2021.

Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification in relation to the customer reported 'not passing volumetric test'. Evaluation tested the device for flow accuracy at rates of 40ml/hr and 125ml/hr with accuracy error results of 7.56% and 4.6% respectively. The value of 7.56% is outside the 5% specification range and therefore pressure plate travel adjustment was performed to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that was just received back from service was not passing the volumetric test. The rate was 40 ml/ hour and the volume to be infused (vtbi) was 20 ml and the device was delivering 22 to 23ml. The event happened during testing in the biomed service department. There was no patient involvement. No additional information is available.